Manufacturer narrative:
Date of event: (B)(6). Date of report: 30aug2019. The manufacturer's field service engineer (fse) performed troubleshooting with the customer. The customer was getting 10.34 at 10 and 122.1 at 140 slpm. The air flow sensor was 0.7 without any flow. The fse suspected the customer may not be maintain 40 psi at 140 slpm. The fse advised the customer to swap the oxygen solenoid. The customer reported that they had not had time to make repairs during a follow-up call. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit failed oxygen flow accuracy testing. There was no patient involvement.